Event description:
During on call per on call rph, "patient's pump stopped working. The pump never beeped or alerted her, there was a problem. It just stopped. She was without medication for almost 24 hours. She went to the ER and is currently there for observation. She is experiencing headache, very tired and had slight chest pain. Her bp is 96/75. Her serial number of pump is (B)(4). We will be replacing the pump and sending a return box. Reported by patient's caregiver and sister. Dose or amount: 81.75ng/kg/min, frequency: q 72 hours, route: sq; dates of use: from (B)(6) 2014 to present; diagnosis or reason for use: pah.